Manufacturer narrative:
E1: name: (b)6). Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that infusion set was leaking at site on 16 apr 2026 and it has been in use for one day.